Event description:
Further details surrounding the infection were received by the patient's nurse. It was noticed that the infection never resolved despite antibiotics. Per the nurse the patient had their leas removed in march. The nurse sent in her notes which indicated that the lead could be visibly seen coming through the skin, the patient had a large red lump on their neck and there was a large amount of dark brown drainage. The patient had multiple appointments following to have their dressing changes. The patient seen an infectious disease doctor and they indicated that the patient was on the wrong antibiotics so they were changed.

Manufacturer narrative:
F10 adverse event problem, corrected data: supplemental report #02 inadvertently added code 'e1707' for health effect-clinical codes.

Manufacturer narrative:
Device return and evaluation is not necessary as the analysis will not add value to the investigation and the event is not related to the device itself.

Event description:
The patient's device was removed due to an infection after antibiotics did not help. Both the generator and lead were confirmed to have been sterilized prior to distribution. No additional information has been received to date.

Event description:
It was reported the patient would be having his infection drained and lead explanted. No additional relevant information has been received to date.

Event description:
Additional information received which noted that per the infectious disease doctor, the lead on the nerve must be removed in order to resolve the patient's infection. No known surgical intervention has occurred to date for the removal of the electrodes. No other relevant information has been received to date.

Event description:
Additional information received indicating that the patient's wound is healing well around his neck and there has been no recurrence of infection.